Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed an error message on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available.